Event description:
It was reported that the battery life is less than it used to be. It was noted that it only takes a couple days to go from full to zero.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was getting their device reprogrammed and stated the strength of their stimulation depleted or diminished when their battery had between 50 and 25 percent of a charge. It was also stated the patient's stimulation strength was 'great' when their battery had between 50 and 100 percent of a charge. It was reported the patient's stimulation 'totally dropped off' when their battery went below 25 percent. The patient stated their device had been kept at the same parameters and settings, but they did increase the settings when their battery got low and still didn't feel the same stimulation strength as when the battery was above 50 percent. It was reported the patient had been experiencing these problems for six months prior to report. The device's impedances were reported to be within normal range, around 1000 ohms, and no error messages were seen on the clinician programmer. It was noted the patient used to recharge every week and at the time of report they were recharging every 2-2.5 days. The patient also reportedly had two falls and one occurred in (B)(6) 2013, when the patient reported their stimulation issue continued to get worse. It was also reported the patient fell directly on their implantable neurostimulator (ins). Additional information has been requested. If additional information becomes available, a supplemental report will be filed.